Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead helix was unable to be extended or retracted during implant. An alternate lead was used. No patient complications have been reported as a result of this event.